Manufacturer narrative:
A ge service rep performed an on site investigation. The workstation inverter connector was evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the system did not start up (no boot). There is no report of death or serious injury associated with this complaint.